Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient went to the ER with an apparent infection at the ipg site.

Event description:
Follow up information indicated the patient had the scs system explanted due to (B)(6) infection. The patient has healed with no plans to reimplant at this time.